Event description:
It was reported the patient experienced stimulation in the wrong location and persistent swelling and pain, but no redness, at both the lead and battery incision sites. The healthcare provider reportedly stated the swelling and pain at the incision sites was ''normal'' but also stated the pocket site didn't look ''as good as she would like.'' It was also reported the patient had great coverage post-implant, but about 1-2 weeks after the surgery, the patient required adjustments to direct their stimulation out of the abdomen and rib cage area and into the lower back. It was reported the patient had less than 50% therapy relief. Seven days later, repeat adjustments were attempted and x-rays were taken but optimal stimulation was not achieved and no migration of the lead was observed. Another unsuccessful reprogramming session was attempted and impedances were reported to be within range. One week later, an ultrasound of the patient's back was taken and the patient was prescribed medication to address the inflammation. On (B)(4) 2013, it was reported the healthcare provider ran infection tests but they were not clear on the results. It was also reported the healthcare provider stated the blood test showed a mildly elevated white blood cell count, so the patient may have an infection. An ultrasound and cat scan where taken and both showed no abscess. A week later, it was reported the patient's system was explanted and the patient was ''doing ok.''

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).